Manufacturer narrative:
Upon review of the alarm trace, abnormal aspirations alarms were observed. Quality controls were within specifications. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The field service engineer checked the analyzer and changed the cuvette. The sample and reagent probes were decontaminated. Precision testing was performed and passed successfully. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ldlc3 (ldl-cholesterol gen.3) assay on a cobas c 503 analytical unit. The sample initially resulted in an ldlc3 value of 7.2 mg/dl and repeated as 122 mg/dl. No questionable result was reported outside of the laboratory. The ldlc3 reagent lot was 638788 with an expiration date of 30-apr-2024.